Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported link break was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with five proglide devices, three in the right common femoral artery (rcfa)and two in the left common femoral artery. Reportedly, suture placement in the rcfa was attempted with the first proglide device, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, a link break occurred. The aaa procedure was completed with a maximum sheath size of 18f. Hemostasis was achieved with the sutures of four proglide devices, two in the rcfa and two in the lcfa. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.